Event description:
Pt found on highflow nasal cannula equipment overflowing with water entering tubing attached to patient and rushing into patient nose. Immediately disconnected patient from machine.